Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage. The crimped stent outer diameter of the undamaged stent section was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.50 x 28mm promus element drug-eluting stent was advanced for treatment. However, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and moderately severely calcified left circumflex artery.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.50x28mm promus element drug-eluting stent was advanced for treatment. However, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.